Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file that shows a causal relationship between the peritonitis event and the use of the liberty select cycler with cycler set. Additionally, there are no allegations of a device malfunction or a leak or defect with the cycler set. The cause of the peritonitis has not been confirmed, although the pdrn suspects the patient might have a small gi tear. The patient underwent two surgical procedures prior to the peritonitis event. All pd patients are at an increased risk of infection due to a comprised immune system. Negative pd effluent cultures appear in up to 20% of diagnosed peritonitis cases. Based on the available information and the lack of any allegation against any fresenius product, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient on peritoneal dialysis (pd) for renal replacement therapy (rrt) was diagnosed with peritonitis. Additional information obtained through follow-up with the pdrn confirmed the patient presented to the pd clinic with clear, watery diarrhea. A pd effluent culture was negative for growth; however, the patient was diagnosed with peritonitis and initiated on antibiotic therapy. The patient was prescribed intraperitoneal (ip) vancomycin 2000ml every five days in the clinic. The patient did not require hospitalization for the event. The patient continued use of the liberty select cycler during recovery. The patient was considered recovered 19 days later. The cause of the peritonitis event is unknown; however, a few weeks prior to the peritonitis event, the patient underwent gallbladder surgery (date unconfirmed) and then required pd catheter (not a fresenius product) manipulation surgery. The patient¿s pdrn suspects the patient might have a small gastrointestinal (gi) tear. The patient does have a history of diarrhea and clostridium difficile. The patient did not report any leaks during treatment or issues with the liberty select cycler and does not complete a daytime exchange or any manual exchanges.